Event description:
The customer received a questionable free thyroxine (ft4) result for one patient sample. The initial result was 3.32 ng/dl and was reported outside the laboratory. The physician asked the laboratory to repeat the run and the result was 1.47 ng/dl which was believed to be correct. No adverse event was reported. The reagent lot number and expiration date were requested, but were not provided. The customer refused a service visit. A specific root cause could not be identified. A reagent or calibrator issue could be excluded because correct results were received on the repeat testing.

Manufacturer narrative:
This event occurred in (B)(6).